Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the harmonic ace blade fractured when the instrument was activated. The fractured piece fell inside the patient's anatomy, but was removed. As only one piece fell, it was visually confirmed that all the pieces were removed. The surgeon noted that they did not touch anything hard with the instrument. The procedure was completed using a different backup da vinci instrument with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was retrieved during the same procedure. There were no post operative tests performed. The instrument was inspected prior to use with no damage observed. The surgeon was using the instrument for dissecting when the issue occurred. There was no issue with the functionality of the instrument and the instrument was not removed prior to the breakage. Upon final removal, there was no resistance through the cannula, no damage to the cannula, and no additional damage to the instrument. There was no patient injury and the patient has not returned to the hospital.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the harmonic ace instrument involved with this event and the failure analysis evaluation has been completed. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Visual inspection was performed and no broken or damaged blade was observed. The instrument was placed and driven on an in-house system. The instrument was connected to the in-house harmonic ace generator and passed energy recognition. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clamp arm opened and closed properly. Energy delivery was performed and passed. An additional observation was found to be related to the customer-reported complaint. The instrument was found to have teflon pad damage on the clamp arm. No material appeared to be missing. This failure is typically attributed to mishandling.